Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported battery cover stuck and patient was unable to change the battery. Caller stated patient went to the hospital to obtain a prescription for syringes so she could deliver insulin; blood glucose level was 21 mmol/l. Patient was admitted to the hospital and placed on a sliding scale of insulin to get her blood glucose level down. Patient is currently fine. Requested return of the alleged device for evaluation.